Event description:
Seven months after treatment of a lesion with two cypher stents, restenosis was found.

Manufacturer narrative:
Percutaneous coronary intervention was performed in a chronic total occlusion lesion in the proximal right coronary artery. After deployment of the cypher, the flow was recovered. Six months later, percutaneous coronary intervention was kperformed on the distal left circumflex of unknown lesion length and vessel diameter. It is unknown if pre-dilation was conducted. Deployment of the cypher was difficult due to the flexion in the vessel. However, a 2.5 x 18mm cypher and a 2.5x 23mm cypher were implanted at the target lesion. Implant details were unknown. Post-dilation was conducted with a 2.75/length unk at unk inflation pressure. Seven months later, coronary angiography was conducted and there was 90% restenosis observed in the circumflex but none in the proximal right coronary artery. Ivus was conducted and the strut of the stent couldn't be observed at sections of the restenosis. The vessel lumen was narrow. In addition, there was little vessel edothelia proliferation inside the implanted stent. To treat the restenosis, pre-dilation was conducted with a 3.0xlength unknown potenza balloon and a 3.0x 18mm cypher stent was implanted inside the initially implanted cypher. Post dilation was conducted with the same balloon used for the pre-dilatation. This product is not available for testing and evaluation. Please note that this lot no i0205160) is not distributed in the united states. However it it similar to the united states distributed product, this is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-00692.